Event description:
On (B)(6) 2016, a dental professional reported that a patient who was treated with a 3m espe lava ultimate cad/cam restorative for cerec crown required tooth extraction. The crown was seated on tooth 14 on (B)(6) 2012. The patient had contacted the office on (B)(6) 2014, to report pain involving this tooth; CT scans taken during the period between (B)(6) 2014, to (B)(6) 2016, were described as normal. In the (B)(6) 2016 scan, the tooth was identified as infected, with significant decay down to the furca, and sinus involvement. The crown was identified as partially debonded, but still retained. The tooth was extracted on (B)(6) 2016. Future treatment plans involve bone grafts and a sinus lift to facilitate placement of an implant.

Event description:
As part of an investigation into the subject report of tooth extraction, 3m attempted to obtain more detailed patient records (including x-rays) for this case. In a follow-up phone call between the reporting dentist, a 3m clinical specialist and a dentist employed by 3m, the reporting dentist indicated he no longer recalled who this subject patient was and therefore, was unable to provide the requested information.